Event description:
A user facility reported that a women in her late 30's underwent a vaginal hysterectomy lasting 4 hours. Postoperatively, the pt experienced a sore throat and had difficulty swallowing. The pt was examined by an oral surgeon who noted redness, swelling and sloughed mucosa. The pt was treated with an oral antiseptic gargle and oral steroids. The pt's hospitalization was prolonged for 1-2 days due to the sore throat and her symptoms resolved in a couple of weeks. The user facility suspects the mask involved in this case was exposed to a phenol-based cleaner, contrary to the product labeling which warns against such cleaners, and has taken it out of service. The adverse effects section of the labeling states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. This report contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither the submission of this report, nor its release by FDA, constitutes and admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.